Manufacturer narrative:
Results: the pet lock was intact on the proximal end. The pusher assembly was kinked in multiple locations along its length. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly could not be advanced through its introducer sheath. This likely occurred due to a tight friction lock on the proximal end of the introducer sheath. The root cause of this issue could not be determined. During the functional test, resistance was encountered while attempting to advance the smart coil pusher assembly through its introducer sheath and the smart coil could not be advanced any further. Further evaluation of the returned smart coil revealed that the pusher assembly was kinked in multiple locations. Some of these kinks were likely due to forceful advancement against resistance and others while packaging the device for return to penumbra. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing.

Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery-posterior communicating artery (ic-pc) using penumbra smart coils (smart coils). During the procedure, the physician placed 33 non-penumbra coils and four smart coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new smart coil into the microcatheter, the smart coil became stuck at the distal end of its introducer sheath and would not exit; therefore, it was removed. The procedure was completed using two other smart coils and the same microcatheter. There was report of an adverse effect to the patient.